Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. The field service engineer (fse) assisted the customer in determining the status of the station drawer. The customer confirmed that there were no errors or issues with the station at that time. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a drawer failure, and the device was not detected on the communication bus. The customer reported the issue occurred during dispensing of medication to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a drawer failure, and the device was not detected on the communication bus. The customer reported the issue occurred during dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.